Manufacturer narrative:
(B)(4). Additional information: device identification, device manufacture date, adverse event problem. A manufacturing record evaluation was performed for the finished device lot pdz625, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2019 and suture was used. During the procedure, the needle broke. The needle was discarded. Another like device was used to complete the case. There were no adverse patient consequences reported. No additional information was provided.